Event description:
The user accidentally bumped his head in mid-(B)(6) 2021 and then he could no longer hear with the device. The user has been re-implanted.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Manufacturer narrative:
Additional information: based on the received information, damage to the active electrode due to the reported trauma appears very likely. However to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user accidentally bumped his head in (B)(6) 2021, and then he could no longer hear with the device. The user has been re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user accidentally bumped his head on (B)(6) 2021, and he could no longer hear with the device. The user has been reimplanted on (B)(6) 2021.